Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion sets were leaking at the headset. The patient experienced elevated blood glucose levels. The caller stated that this occurred with 4 different infusion sets. The caller alleged the infusion sets he had from a particular box were defective. No adverse event was reported.